Event description:
It was reported that this pacemaker was suspected of premature battery depletion as the battery was estimated for more than eight years. In addition, radio frequency was noted and further discussion was done for optimization of communicator location and potential battery impact. A request was made to have data from this device analyzed. Data analysis stated that the daily variation in power consumption was high. Numerous skipped measurements were also noted. Recommended for troubleshooting and optimizing the pacemaker to communicator link. Eventually, the power consumption will fall to normal. As of this time, this pacemaker remains in service. No adverse patient effects were reported.